Event description:
Gambro dasco received a report of two pts (refer also to MDR 00095) that received an "air in blood" alarm during their treatment on a phoenix machine. The pt involved in this event had a new central venous catheter (cvc) installed because of a failed graft. The staff was unable to clear the alarm as reported in the phoenix operator's manual. They disconnected the pt from the machine and recirculated the blood while they cleared the foam. The blood was recirculated for three minutes. When the pt was reconnected, he became gray, ashen and hypotensive with a blood pressure of 90/50. The clinical nurse mgr denied an air emboli as the air was successfully cleard from the extracorporeal circuit and the pt did not exhibit signs of an air emboli. The clinical nurse mgr believes that the three minute period that the blood was outside of the pt's body may have caused this pt's symptoms, since the blood had become deoxygenated by that time. The clinic has since changed its policy and is no longer recirculating the blood to clear an "air in blood" alarm. They are now following the instructions provided in the phoenix operator's manual, page 8-23 to clear an "air in blood" alarm, which typically takes about 30 seconds to complete.